Event description:
A crack was found on the silicone tube of the transfer set and a leakage was observed from the crack. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is expected, but not yet received by the manufacturer. If additional information becomes available, a follow-up MDR will be submitted.